Event description:
Caller alleged false positive troponin (tni) results for five patients. Patients were tested at urgent care center, then sent to an ed facility where they were re-drawn and samples were tested on the beckman access. In all cases the beckman access results were "negative." The following cut-off's were used: triage - tni results >0.05 are considered positive. Beckman access - the reference range for tni on bci is <0.5. No other patient information was provided.

Manufacturer narrative:
Investigation pending.